Event description:
On 12/18/98 following an interventional procedure, a physician attempted to place an angio-seal device in a pt's femoral artery. While tamping the collagen (to create the anchor-arteriotomy-collagen sandwich), the physician noted a tactile difference; further investigation found the collagen and suture, minus the anchor, in the pt's puncture tract. Hemostasis was not achieved, therefore a femostop was placed with control of the bleeding. As of 1/18/99 there has been no report to the MFR of complications or pt sequelae.